Event description:
The customer reported that the screen was black.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and no root cause was determined because the sample was not available. A batch review was performed with no issues. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was discarded.

Event description:
A customer contacted global technical services regarding a reload set 157 alarm on the homechoice (hc) unit during use. The technical service representative (tsr) explained the alarm to the caregiver (cg). The cg stated that she reloaded the set twice already, using the same cassette. The tsr told the cg that the problem was with that cassette and they needed to use a new set and restart therapy. The cg would call the nurse. Product surveillance contacted the cg regarding the reported problem on (B)(6) 2010 and they stated they were able to resume with therapy by starting with new supplies. There was a leak noted in the cassette and the cassette was discarded. The hp is resuming therapy on the cycler. There was no medical intervention or patient injury.